Manufacturer narrative:
(B)(4): seal lubricant transfer, fractured clear lens. Evaluation summary: the analysis results for the b12lt instrument confirmed that the seal assembly was transferring lubricant to the clear lens of the obturator. In addition, the clear lens of the obturator was noted to have cracks on the obturator-lens assembly area (not in the user camera vision field). We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device is smudging on the lens. Completed case with the same device. There was no consequence.